Event description:
It was additionally reported that the patient presented to the emergency room with their power module due to the patient being admitted and the patient's house still not having any electricity. They had a generator however keeping the power module plugged into the generator when the patient was admitted to the hospital was wasteful. When the patient arrived, they forgot to plug the power module in and by the time they were processed for admission the battery was dead/discharged. The hospital did not have any batteries as abbott was unable to provide them at the time. There were no log files available or the power module battery discharging, only for the admission. The patient was admitted for intravenous diuretics and was unable to be discharged until power returned or until the patient located another safe place for power. The patient would continue with oral anticoagulation, diuretics and cardiac medications. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
D4: serial number and UDI updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were widespread power outages on (B)(6) 2024, and the patient lost power and had to be readmitted due to the effects of heat. In the clinic it was noticed that the patients power module battery was depleted. The patient was switched to a different power source within the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module backup battery being depleted was not confirmed. Additional information provided communicated that the power module¿s backup battery became depleted due to the power module being disconnected from an ac power source longer than the guidelines provided in the heartmate 3 instructions for use. It was also stated that the battery was discarded. Although the reported event was not confirmed, per the additional information the root cause of the reported event was determined to be a lack of maintenance on the power module backup battery per recommended guidelines and labelling. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 24jan2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate power module instructions for use under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. The heartmate 3 instructions for use also stated that if the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.